Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD)delivered anti-tachycardia pacing (atp) and multiple shocks for a rhythm that was initially detected in the monitor only vt-1 zone. It was reported that tachycardia therapy was exhausted. The episode electrogram (egm) had been overwritten and was unable to be viewed. Boston scientific technical services (ts) discussed that if the rhythm was detected in the vt-1 zone and accelerated into the vt zone, no discriminators would have been applied because the device would have been in redetection mode. Based on the patient's history of atrial arrhythmias ts discussed the likelihood that of the rhythm being a supraventricular tachycardia (svt) at the time of the episode. Programming changes were made. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly evaluated. It was found that the device had no telemetry and a memory download could not be performed. The device case was opened in order to assess the internal components. Detailed analysis determined the inability to interrogate this device was due to electrical overstress damage. This resulted in a high current drain, which depleted the battery more quickly than expected. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The device was later explanted and returned for analysis. No adverse patient effects were reported.